Event description:
Vague pump report of "pump infusing more cc's an hour than entered in the volume to be infused." No additional clinical info was able to be obtained. No patient injury was reported.